Event description:
It was reported during peritoneal dialysis (pd) therapy, the transfer set disconnected "came apart" from the adapter. This was further specified as "transfer set seemed to unscrew itself from the adapter end". Subsequently, the patient developed peritonitis. The cause of the disconnection was not reported. The patient was not hospitalized for the event. The patient was treated with vancomycin (1g every 5 days for 21 days). The patient was recovered from the peritonitis event. It was noted there was no damage to the transfer set or the adapter. The adapter was not replaced. According to the reporter, ¿the patient checks the connection site of the transfer set and the adapter very often". Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Brand name: the reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.